Event description:
Patient is a (B)(6) male who had a recent acute myocardial infarction. He developed acute heart failure. An lvad was implanted in (B)(6). The patient developed new right arm weakness and evidence of aphasia on exam two months later in (B)(6). His CT showing evolving left mca infarct with no significant hemorrhage. He was on a therapeutic dose of anticoagulation when the stroke occurred.